Event description:
The customer notified maquet that they had a quadrox ir pack that they opened to set up had a luer used for purging air on the outflow side of the ir oxygenator was broken off. They said they looked in the package and could not find the broken luer.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).